Event description:
It was reported that the patient's device "died," stopped functioning last night. The patient had been hospitalized for three months and the device stopped working due to no charge. The patient stated that while in the hospital, the hospital staff and his physician called the manufacturer representative several times but the representative never responded. The patient contacted the department of neurology surgery that put the device in and had an appointment for friday. The patient met with the manufacturer representative who indicated that he never received a call about the patient. The patient also called the manufacturer representative on sunday after he got his device charged and the "unit to come somewhat." The patient was instructed to contact his physician.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).